Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch select simple meter was reading inaccurately high compared to their feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter claimed that the alleged product issue first started at 3am on (B)(6) 2019, when the patient obtained the alleged inaccurately high result of ¿409 mg/dl¿ with the subject meter compared to his feelings/ normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with insulin ¿ self adjuster and it was reported that, at 3:30am in response to the alleged product issue, he took an increased dose of insulin of ¿20 units¿ according to his sliding scale, based on the result obtained. The reporter claimed that around 4 hours later, at 7am, the patient began to develop the symptoms of ¿cold sweats and a lot of tiredness/ fatigue¿. The reporter denied that the patient received any treatment over and above his usual routine of diabetes management in response to these alleged symptoms. The reporter also claimed that the patient obtained another alleged inaccurately high result of ¿77 mg/dl¿ with the subject meter compared to his feelings/ normal results but the time that this result was obtained is unclear. During troubleshooting, the csr verified that the test strips had been stored correctly and had not expired and the subject meter¿s unit of measure was set correctly at the time of testing. The csr was unable to walk the patient or reporter through a control solution test as they did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin due to an alleged inaccurately high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated, however a secondary issue was noted; the shelf-life had exceeded. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.